Event description:
It was reported that patient with this implantable pacemaker was informed having a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, patient is concerned about the telemetry that is scheduled. Local representative stated that there is no evidence noted. Boston scientific technical services (ts) stated that there are no alerts nor past calls for troubleshooting. Ts referred patient to physician. This device remains in service. No adverse patient effects were reported.